Event description:
The customer reported to olympus that when using an evis lucera bronchovideoscope, there was air/water leakage from the switch. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, the connecting tube had coating peeling (1mm2 or more). This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (air/water leakage from the switch) was confirmed due to a scratch on switch 4, there was water leakage. In addition to the coating peeling (1mm2 or more) on the connecting tube, additional evaluation findings were as follows: the adhesive on the bending section cover had a chip, the connecting tube had a wrinkle, the bending angle in the up direction did not meet the standard value, due to a dent on the channel tube, the forceps could not be inserted smoothly, the light guide lens had a crack, switch 4 had a scratch, the universal cord and connecting tube had dents, and the connecting tube had buckling. It has been thirteen years since the subject device was manufactured. Based on the results of the investigation, the root cause of the connecting tube coating peeling (1mm2 or more) could not be determined. Likely causes of the event could be stress of repeated use, external factors, or handling of the device. Olympus will continue to monitor the field performance of this device.